Event description:
It was reported that a patient with weakness of the optic nerve since childhood in the right eye underwent surgery with implantation of a preloaded intraocular lens (iol). At the post-operative check up on (B)(6) 2025 vision with correction (vcc) was 1.00 and the value without correction (sc) was 0.63. Starting from (B)(6) 2025, the patient began experiencing veil vision and was diagnosed with vitreous opacities. The retina was normal, with vcc 0.8pp in (B)(6). Despite an yttrium aluminum garnet (yag) yag-kt procedure in (B)(6), the patient continued to report veil or film on the eye, and vision remained reduced. In (B)(6) 2025 vcc was 0.63. As of the most recent follow-up (check up values on (B)(6) 2026: vcc 0.63 and sc 0.40). The patient¿s vision was still impaired, and the impairment was classified as permanent. No additional information was provided.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, as information was requested but not provided section d6b - explant date: not applicable - lens remains implanted; therefore, not explanted. Section e1 - telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and no product quality deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction were found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.